Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient recently experienced urinary incontinence with his artificial urinary sphincter (aus). The aus system was functional without fluid loss, which led the physician to believe that atrophy was possible. The urethra did appear to have minor atrophy. The physician implanted the new cuff in a new position. There were no further complications and the patient is expected to fully recover.